Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported that the patient's pump was "inoperable" and had not been working. The pump hadn't been delivering medication. The patient noted he thought the pump wasn't working because it wasn't taking away any pain. The patient was redirected to bring his concerns to his doctor. The patient did not know if there was medication in the pump. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 21-feb-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, dilaudid, morphine, and saline via an implantable infusion pump for non-malignant pain. It was reported that the patient had a kinked catheter and the patient described it as "completely pinched off." A dye study was done which originally showed the catheter was fine, but the dilaudid was not showing up in the patient's urine. The patient report they went in to do the surgery and the catheter was folded in half. The catheter was bent in half where it exited the pump. The catheter was replaced on (B)(6) 2018. It was reported this started earlier in 2018. The patient then reported that the pump and newly replaced catheter weren't working. The patient reported they are in a hell of a lot of pain. The patient thought the catheter pulled out. The patient reported that after the replacement at the hospital it "zinged right out," when they tried to get the patient up after the catheter replacement. The patient reported they fell too so that may have damaged the pump. The patient said their doctor is aware of the issue. The suspected migrated catheter had not been confirmed. The patient believed they may just take the whole system out. The patient mentioned that if they don¿t get their medicine they may have a heart attack. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated since being in a car accident on (B)(6) 2018, they had been in so much pain and in critical condition that they had to cancel their health care provider (hcp) appointment. The patient reiterated they never had relief since implant and on an unknown date, became sick (vomiting; patient also report as being in bad shape). The patient was still working with a hcp (surgeon), but indicated several times they needed to find a new hcp to refill the pump. The patient received physician listings verbally during the call. With use of the patient therapy manager (ptm), it was determined the estimated refill date was (B)(6) 2019. The patient was going to call home infusion refill companies to see if they were aware of any new hcps they could work with to refill the pump.